Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, heavily calcified lesion during advancement resulting in the reported failure to advance. Further interaction with the anatomy during advancement likely kinked the shaft causing the reported shaft separation (detachment of device). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the distal right coronary artery. A 2.5x28mm rx multi-link 8 stent delivery system failed to cross due to the anatomy and the shaft broke [separated]. A new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.